Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had a sepsis infection. The physician believed that the infection was not device related but due to a pre -existing condition. The patient was given antibiotics and was doing well postoperatively.